Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a clogged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl after placing a new pod and doing a bolus soon after lunch. The reporter stated the pod leaked right away and upon removal of the pod the cannula was found to be clogged with blood. As treatment a new pod was applied.

Manufacturer narrative:
The pod was received with tears observed on the left and right side of the exposed portion of the soft cannula. The exact timing and cause of these damages could not be determined, and it could not be determined if they contributed to the report of leaking. There were no occlusions, blockages, or obstructions observed during the investigation.